Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken locking bolt tip is undetermined. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that sign locking bolt tip was broken during insertion. No cause data provided.